Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
D10: 142570 351-50-00 - model tibia talus report 239091 351-91-03 - recip sawblade 8x50x1mm 5291841 350-12-03 - tibial plate fb sz 3 rt 5910062 350-10-03 - ankle sz 3 locking clip 6468190 350-04-03 - flat cut talus sz 3 r 6594838 351-90-21 - 3.5"" pin pouch the product associated with the reported event is not within the scope of recall. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 42 months after a right total ankle replacement procedure, the patient has experienced prosthesis wear, pain, swelling, and stiffness. No further issues or complications were reported. No additional information is available.